Manufacturer narrative:
Eval: as returned, the tip of the handle has fractured off the instrument. From the condition of the instrument, it appears that the handle has been used a number of times over the potential field age of approximately 8 years. The likely root cause of this failure is unintended use of the product. The instrument meets print specs and the device history records appear to be conforming.

Event description:
It is reported that the tip fractured off.